Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold but had returned to an acceptable range. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5568-53 lead implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.